Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the epg menu knob was missing. It was found on analysis that the display wire was pinched and the wire insulation was exposed. The output connector assembly was broken. The hanger assembly was broken. The upper case and lower case were broken. The encoder assembly was replaced as a preventative. The main seal was pinched. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) which returned into service subsequently tested out of specification during manufacturer analysis. There was no patient involvement.